Manufacturer narrative:
Returned for evaluation was the progel product in question and included the broken off piece of hsa glass cartridge. The hsa glass cartridge was found broken at the proximal end. The two hooks on the locking push rod are bent, indicating the damage occurred when trying to insert the push rod into the applicator housing. Based on the product condition, the damage to the push rod and hsa cartridge was inadvertently caused during user/ device interface due to forces applied while attempting to insert the locking push rod into the applicator housing. No manufacturing anomalies were found. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of(B)(4) units released for distribution in (B)(6) 2020. The instructions for use (IFU) supplied with this device lists, "during applicator assembly, the progel¿ push rod is designed to lock in to the applicator housing. Forced removal of the locking push rod from the applicator housing may result in potential damage to the applicator system or the chemistry cartridges." H11: this supplemental MDR is submitted to correct medical device manufacturer and UDI. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported on (B)(6) 2021, the progel was prepared and the vials inserted into the applicator. At this point a piece of glass was observed on the table, which prompted the tech to check the glass vials they had just inserted inside the applicator. It was noted that one of the vials was chipped. Another progel was used to complete the case and there was no reported patient injury.

Manufacturer narrative:
Returned for evaluation was the progel product in question and included the broken off piece of hsa glass cartridge. The hsa glass cartridge was found broken at the proximal end. The two hooks on the locking push rod are bent, indicating the damage occurred when trying to insert the push rod into the applicator housing. Based on the product condition, the damage to the push rod and hsa cartridge was inadvertently caused during user/ device interface due to forces applied while attempting to insert the locking push rod into the applicator housing. No manufacturing anomalies were found. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in november 2020. The instructions for use (IFU) supplied with this device lists, "during applicator assembly, the progel¿ push rod is designed to lock in to the applicator housing. Forced removal of the locking push rod from the applicator housing may result in potential damage to the applicator system or the chemistry cartridges."

Event description:
As reported on (B)(6) 2021, the progel was prepared and the vials inserted into the applicator. At this point a piece of glass was observed on the table, which prompted the tech to check the glass vials they had just inserted inside the applicator. It was noted that one of the vials was chipped. Another progel was used to complete the case and there was no reported patient injury.